Event description:
Reportedly, on (B)(6) 2019, an inappropriate shock was delivered to the patient due to noise oversensing on the right ventricular channel. Additionally, noisy ecgs were also observed in the atrial channel. Episodes were recorded in the morning when the patient was not at home, or during the night when the patient was in bed using a computer. Preliminary analysis results confirmed the reported event. The noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.

Event description:
Reportedly, on (B)(6) 2019, an inappropriate shock was delivered to the patient due to noise oversensing on the right ventricular channel. Additionally, noisy ecgs were also observed in the atrial channel. Episodes were recorded in the morning when the patient was not at home, or during the night when the patient was in bed using a computer. Preliminary analysis results confirmed the reported event. The noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.